Manufacturer narrative:
A product investigation was performed on this device. The actual device was not returned for eval. A review was performed by the post market clinical dept. Per the pharmacovigilance associate, per the pt his extension set popped off his catheter and his pd nurse put on a new one. There were no ill effects, and his effluent remains clear. The sample was discarded. This is retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 03/21/2011 to 03/11/2013.

Event description:
A peritoneal dialysis pt called fresenius technical support stating he had just connected to the cycler to begin his treatment when his catheter snapped and broke in half.